Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-04963/04964).

Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, loss of range of motion, difficultly walking, metal debris, and lack of mobility. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 4 MDR's filed for the same event (reference 1825034-2014- 04963 /-04964 /-07528 /-07529).

Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, loss of range of motion, difficultly walking, metal debris, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient was bilateral. Review of invoice history indicated that patient underwent a right total hip arthroplasty on (B)(6) 2004. Revision operative report noted patient underwent a left hip revision on (B)(6) 2012 due to pain and elevated metal ion levels. Operative report noted the presence of metallosis, erosion between taper adapter and stem, yellow-colored fluid, and wear on the head. The stem was noted to be well fixed. The modular head and acetabular cup were removed and replaced. No revision procedure has been reported for the right hip.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.